Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after an electrophysiology interventional procedure with an 8f sheath. Femoral imaging was not performed. Reportedly, a suture break during knot advancement occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint reviews were not performed because the device was not returned, and the lot number was not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. It is unknown if the IFU deviation contributed to the reported difficulties. The root cause of the reported difficulty is based on the circumstances of the procedure. In this it is likely the tension on the sutures was high or there was tissue interaction. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 - failure to follow steps / instructions.